Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, when the physician was pulling one of the mesh legs through the sacrospinous ligament, the suture (with the needle still attached) detached at the point where it meets the dilator, outside the patient. The physician opened a stand-alone capio suture to re-suture the mesh leg and completed the procedure with this device, without complications to the patient, who is reportedly 'fine' post-procedure.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.